Event description:
It was reported that during a prostatectomy procedure, surgeon noted that the tissue pad detached from the device. Surgeon and his staff weren't sure if the pad fell into the pt, so pt had an x-ray, but the tissue pad wasn't found. It is unk how the procedure was completed.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was removed from it's packaging and tested outside the patient for functionality. When the sphincterotome was bowed the cut wire detached from the distal end of the catheter, however, it remained affixed at the proximal end. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.